Event description:
A percuflex tail plus stent was being prepared for a procedure. According to the complainant, it was noted that the stent had a split approx 2mm long. The procedure was completed with another of the same device and there were no patient complications reported as a result of this vent.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.